Event description:
Revision surgery - a loaner (B)(6) femoral set containing a size ten speedblock would not fit well through the anterior slot. The blade continued to bind through the slot, expending five saw batteries in order to make the cuts. The set will be returned to the loaner with labels on the bad parts.